Event description:
It was reported that shoulder labrum refixation procedure using the speedlock implant with inserter handle, the implant failed to detach from the inserter handle. The failed implant was removed and an add'l implant implant and new bone hole were necessary to successfully complete the procedure. There were no significant delays or patient complications reported as a result of this event.